Event description:
Additional information: it was reported that the patient is hypertensive and possibly hypovolemic. Medication changes were made at clinic appointment to address both of these items. The patient is awaiting a prescription controller for low flow alarms for a positional partial outflow graft twist. Review of log file covering (B)(6) 2019 shows the patient is using a prescription controller which has been upgraded to change the low flow alarm trigger point from 2.5 lpm to 2.0 liters per minute. The event log file did not capture any low flow events. There are at times a trend of higher pi with low flow values which is often associated with be hypovolemia or hypertension.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed intermittent low flow and pi events; however a specific cause for these findings could not conclusively be determined through this evaluation. The reported outflow graft twist could not be confirmed through this evaluation as no product was returned, and no images were submitted for analysis. A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The submitted system controller event log file contained data from (B)(6) 2019 at 9:59:20 through (B)(6) 2019 at 13:51:51, (B)(6) 2019 at 8:29:39 through (B)(6) 2019 at 10:48:50, and (B)(6) 2019 at 12:04:22 through (B)(6) 2019 at 14:20:50, respectively. Low flow hazard alarms were captured on (B)(6) 2019 at 11:49:01 and 11:52:54 when the calculated average flow remained below the 2.5 lpm threshold for longer than ten seconds. Twelve additional low flow fault flags were recorded that day, but did not persist long enough to trigger and alarm. Persistent pi events were recorded throughout the files capturing data on (B)(6) 2019. All files appeared to show the pump functioning as intended. Of note, additional low flow events were captured by the system controller periodic, lvad event, and lvad periodic files on (B)(6)2019. The log file containing data captured in (B)(6) 2019 was recorded after the patient¿s system controller was updated to decrease the low flow threshold to 2.0 lpm. Two low flow hazard alarms were recorded on (B)(6) 2019 after the update. The account communicated that the patient was seen in the clinic on (B)(6) 2019 at which time the patient¿s speed was increased from 5600 rpm to 5700 rpm to allow for improvement in chronic shortness of breath, in response to the most recent echocardiogram and ramp study. The patient was admitted to the emergency department (ed) from (B)(6) 2019 for low flow alarms. During the admission, the patient¿s speed was decreased back to 5600 rpm. The patient also received volume, and diuretics were decreased. The patient was again admitted to the ed on (B)(6) 2019 for recurrent low flow alarms. A CT angiogram was performed that revealed a probable outflow graft twist. It was reported that the twist seems positional in nature, and seems to be occurring when the patient is on the left side. The patient was later discharged to home on (B)(6) 2019. As of (B)(6) 2019, the patient was reported to be hypertensive and possibly hypovolemic. Changes were made to the patient's medication. The patient's system controller software (hsc-007590) was upgraded to version 1.5.2, and the threshold for low flow events was decreased to 2.0 lpm. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The hm3 lvas IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. The IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. There are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had chronic shortness of breath and based on echocardiogram and ramp study, lvad speed was increased from 5600 rpm to 5700 rpm pm (B)(6) 2019. The patient then had an emergency department to hospital admission from (B)(6) 2019 for low flow alarms and lvad speed was decreased back to 5600 rpm during this admission. The patient received volume, and diuretics were decreased and the patient was asked to drink more. The patient was again admitted to the hospital from the emergency department on (B)(6) 2019 due to recurrent near continuous low flow alarms. Invasive CT angiogram on (B)(6) 2019 showed a probable outflow graft twist. The outflow graft was described as somewhat tortuous. There was suspicion of dynamic compression / kinking of the outflow when in this left lateral position. The near continuous low flow alarms, were positional in nature, specifically when laying on left side to sleep. In other positions, lvad flows were normal. The patient did not have any clinical or hemodynamic evidence of right ventricular (rv) failure, dehydration, bleeding, etc. It was reported that the event did not have any adverse effects on the patient, only low flow alarm was present on the system controller. A prescription for two heartmate 3 custom system controllers with reduced low flow threshold at 2.0 lpm was provided to the patient. Surgical intervention was reported as not an option at that time.